Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead was oversensing noise. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead was oversensing noise. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. As received a complete lead was returned. Visual examination found one external insulation abrasion exposing the outer coil consistent with friction to the device can. The cause of the reported events was isolated to the exposed coil at the abrasion zone. Electrical testing was normal. No other anomalies were noted with the exception of procedural damage.